Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified solidified media present in the inflation lumen. The balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was soaked in a water bath at 37 degrees celsius, in order to soften the solidified media and facilitate balloon inflation. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified at the site of the distal marker band. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. An examination of the balloon blades identified no damage. All blades were fully bonded onto the balloon. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The distal markerband was visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device found that the tip was damaged.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.